Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154230.

Event description:
Voluntary medwatch received states that patient's left ventricular (lv) lead was explanted due to infection. There were no patient consequences.